Event description:
The rptr stated that she did back to back blood glucose tests, within 10 mins, using separate fingersticks. Her results were 108, 165, 101 and 172 mg/dl. She did not have any symptoms. A control solution test was in range, 131 (100-150). On followup, the rptr stated that when testing, if confirmation dot is not completely covered, she pricks her finger again and puts more blood on the strip. The lifescan rep reviewed cleaning, coding, use of control solution and application of sample with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8